Event description:
It was reported that an occlusion alarm occurred. The customer's blood glucose level was 135 mg/dl. The customer changed supplies and resumed insulin therapy prior to calling. A replacement pump was sent to the customer to resolve the issue, the customer will continue to use pump for insulin therapy.